Event description:
The customer reported that the device failed the user initiated extended self test with an error code of fe (front end) 4030.

Manufacturer narrative:
(B)(4). On (B)(4) 2012 the philips customer repair center (crc) evaluated the device and confirmed user initiated extended self test fe failed 4030 error. The crc also found prior instances of error codes 20004 and 90009 in the system log. These error codes are indicative of ECG/front end issues. These conditions are indicative of a condition that could impact the delivery of therapy. The control pca was found to have been the cause of this malfunction. There was no report of pt involvement or adverse pt impact.